Event description:
This event happened on a patient getting an endovascular aneurysm repair (evar). The surgeon deployed a main body stent with no known issues. He then proceeded to deploy a stent in the left and right illiacs. Upon checking the stent placements with fluoro, it was noted by the physician and supply rep that there was a tip from the deployment of one of the stents still in the patient. A snare kit was obtained and used, and the tip was removed without incident. No harm happened to patient.